Event description:
While using a byte night aligner, patient reported that the #11 front edge of lower aligner is too sharp and cuts into their lower lip. They are unable to wear the aligner overnight. Patient was provided with tips on fit and file edges where needed.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.